Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire and the arrow raulerson syringe (ars) will be analyzed as part of this investigation. Sings-of-use in the form of biological material was observed inside the ars. Visual analysis revealed that the guide wire was kinked in two locations. Microscopic analysis confirmed the kink and revealed that the distal and proximal welds were secure and intact. No defects or anomalies were observed with the ars. The kinks in the guide wire measured 356mm and 367mm from the proximal weld. The guide wire total length measured 602mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .799mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory introducer needle was attached to the returned ars. The guide wire was inserted through the subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked in two locations. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported resistance was found between the spring wire guide and ars syringe during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.